Manufacturer narrative:
Samples of the pt's blood were evaluated by co consulting pathologist as per a special request from the dr. The mfg batch records for the device were reviewed. The batch records were not atypical - there are no similar incidents against this batch. Co received 5 samples dated 1/20, 1/30, 2/2, 2/6, and 2/7, respectively. Each sample was analyzed by an elisa for anti-bovine and anti-human type I collagen antibodies. The results are as follows: sample dated 1/20, 1+ positive for bovine and 1+ for human type I collagen; sample dated 1/30, 3+ positive for bovine and 2+ for human type I collagen; sample dated 2/2, 2+ positive for bovine and 1+ for human type I collagen; sample dated 2/6, 2+ positive for bovine and 1+ for human type I collagen; sample dated 2/7, 2+ positive for bovine and 1+ for human type I collagen. From these data, it would appear that the antibody titers to type I collagen did increase transiently. It is not possible to determine whether or not the pt's fever was related to these antibodies since there has not been any systematic studies published on the subject in the literature. Anti-bovine or human type I collagen antibodies are also found in some normal healthy subjects as well.

Event description:
The dr claims that the graft was implanted as a thoracic aortic replacement graft, and on pod#19 through pod#24, the pt developed a fever as high as 39.2 degrees c of unknown cause. Wbc and crp were not significantly elevated. The pt's condition is reported as doing well.